Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The reason for reoperation is: "capsular contracture, baker grade iii".

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against right device. The device has been explanted.

Event description:
Healthcare professional reported "capsular contracture, baker grade iii" against right device. The device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified one extended opening and fold creases. A weight test of the device was verified and the device was within specification. A microscopic analysis was performed which identified one opening striated. Based on the device analysis the final assessment is: one opening striated in the side radius assessed as surgical damage. Additional, changed, and/or corrected data: d9, h3, h6.